Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console not starting a motor was not confirmed; however, the reported event of s3 and flow alarms were confirmed via the downloaded log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 8 days ((B)(6) 2022 per time stamp). Events occurring on (B)(6) 2022 took place during testing at abbott. The console was operating a motor at a speed of ~4200 rpm with a flow of ~3.6 lpm. On (B)(6) 2022, the motor was disconnected as reported and reconnected. Following reconnection of the motor the motor speed was successfully set to 650 rpm and then reduced to 0 rpm. At 15:13, a ¿can bus send error¿ activated, triggering a s3 alarm. The console was powered cycled several times and the s3 alarm did not recur. ¿flow below minimum: f3¿ and ¿flow signal interrupted: f2¿ alarms were intermittently active throughout the entire log file. The centrimag 2nd generation primary console was returned for analysis to the service depot. The console was tested independently and was able to function normally with no alarms. The console was functionally tested and passed all tests. The reported event of the console not starting a motor, and the reported s3 and low flow alarms were unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The centrimag battery (serial #: (B)(6)) was shipped with the console. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms and alerts¿ addresses how to interpret and troubleshoot all system alarms including s3, m1, m4, f2, f3, and m6 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on extracorporeal membrane oxygenation (ECMO) support as bridge to transplant when the centrimag m1 motor suddenly stopped, resulting in s3 system alert and low flows. There was a switch to the backup motor, but it did not start. Then there was an emergency switch to backup console, which restored support. The patient was stable in intensive care unit (ICU) awaiting graft for transplant with no consequences. Motor - related MFR# 3003306248-2022-10689.